Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Tha was revised due to multiple dislocations. As reported in adverse consequences details: acetabular cup was revised due to retroverted positioning.